Event description:
3 x 18 ave stent could not be passed to site of stenosis. While withdrawing the stent, it became entangled in the proximal tortuous calcified portion of the vessel. Attempts to remove the stent were unsuccessful. Surgery was performed to remove the stent.